Event description:
Device malfunction: none. Symptoms/ae: stroke, numbness, lack of mobility. Time of symptoms/ae: post procedure. It was reported that immediately post-procedure, the patient experienced a stroke. It was noted by the physician that when the emboshield (embolic protection device) was removed from the patient, there was a large amount of embolic debris. Currently, the patient is experiencing residual numbness and lack of mobility. It is unknown if the patient has been discharged from the hospital or remains hospitalized. No additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.